Event description:
It was reported 2015-(B)(6), the patient noticed their system was dislodged though it was not tied to any event or trauma. The patient¿s back really hurts when they lie on their side and ¿feel something pushing¿. They also noted that their stimulation was not where it was before. They are waiting on an appointment to be schedule.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead.. Product ID: 3550-39, lot# n311356, implanted: 2012-(B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider (hcp) that stated there was a 50% or greater symptom reduction after complex programming was done to mitigate the loss of stimulation in the patient's right lower extremities (ext). Only reprogramming was done to resolve the issue, but the cause was not determined and it was unknown if it was device related. The patient recovered without permanent impairment. A supplemental report will be submitted if additional information is received.